Manufacturer narrative:
The product associated with this reported event remains implanted. No revision has been reported. Review of the device history records did not reveal any anomalies. A search of the complaint database did not show any other reports against the lot code. The investigation could not draw any conclusions about the reported femur fracture. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
A fracture of the patient's lateral femoral condyle occurred during implantation of femoral component. It was discovered on post-op x-ray.